Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator was not registering the patient's breathing. The customer confirmed that the device was not in clinical use when the issue occurred. No patient or user harm reported. A philips remote service engineer (rse) noted that the customer's v60 ventilator was not registering the patient's breathing. The device was evaluated by a biomedical engineer, and it was reported that the device turns on, and the blower operation was normal. The biomed also reported that the screen is displayed. The customer reported that additional testing would be performed in order to see if the issue can be duplicated. The rse provided the customer with the latest version of the service manual (version t.). The rse also provided the customer with general settings for testing the device; and recommended utilizing a whisper swivel with the test lung, to eliminate the possibility of a co2 rebreathing risk. The biomed reported that the device appeared to be functioning correctly and was returned to service. A follow up was performed with the customer, and it was reported that no issues were observed, and that the issue may have occurred due to user error.